Event description:
Related manufacturer report number: 2017865-2022-06493. During an in clinic follow up, noise resulting in oversensing on the right atrial (ra) and right ventricular (rv) leads was noted. Diagnostic imaging was performed and no anomalies were noted. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie impressions consistent with friction to device can. The reported event was due to the exposure of the outer coil at the abrasion zone.